Event description:
It was reported the doctor implanted plates and screws for a mandibular fracture. Before closing, the doctor decided he needed to bend the plate a little more. He decided to back the screw out of the hole, and the head of the screw sheared off. A portion of the screw remained in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.